Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a prime anomaly. The customer's blood glucose was 156 mg/dl at the time of incident. The customer stated that they were stuck in rewind complete and bolus delivery loop which caused them to run out of insulin. The customer declined to troubleshoot. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer was also advised that the insulin pump will need to be troubleshot further. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.